Event description:
On (B)(6) 2013, the lay user/ patient contacted lifescan (lfs) in (B)(4) alleging she was unable to test because her onetouch verio iq meter was powering off during use. This complaint was classified using the customer care advocate (cca) documentation as well as from a follow up call made with the patient on (B)(6) 2013. On (B)(6) 2013, at 8pm, the patient reported the alleged issue occurred. The patient reported using humalog with each meal (at least 2 units with breakfast, 4 units with lunch and 8 units with supper) and humulin insulin 12-15 units at bedtime and she normally tests 4 times a day. The patient reported she had recently undergone an operation for her pancreas on (B)(6) 2013 and was having increasingly higher bg results. She confirmed her pancreas no longer works but has not been removed. She stated her usual readings can climb as high as ¿30.0mmol/l¿ and above, which had been occurring prior to surgery over the last few months. The patient reported prior to the start of the alleged issue she had obtained readings of ¿16.7mmol/l¿ on on (B)(6) 2013, at 8:22am and ¿15.5mmol/l¿ at 12:10pm which she believed to be accurate readings and she administered insulin according to the readings. The patient reported in response to the alleged issue she made no changes to her normal diabetes management routine on the day of the alleged issue. The patient reported on (B)(6) 2013, between 8-9pm, she developed symptoms of ¿shaking, blurred vision, awake but unresponsive¿ and she had fallen which she associated with very high blood glucose (bg). The patient was not certain if she had lost consciousness. The patient reported she had taken 15 units of humalog insulin in response to her symptoms. The patient was unable to clearly state the details during the injury. However, the patient reported her husband was present at the time of the injury and called emergency medical services due to the symptoms presented. The patient reported she was transported to the hospital via ambulance on (B)(6) 2013 and her bg was measured (unknown readings), but she was not given any treatment. The patient reported upon arrival on (B)(6) 2013, at 9pm, her bg was measured to be ¿17.7mmol/l¿ and she was given an unknown amount of insulin from a healthcare professional (hcp). The patient reported another bg reading was obtained after insulin treatment of ¿9.3mmol/l.¿ the patient reported she was admitted to the hospital for a total duration of 3 days, she was also being monitored for cardiac issues due to the recent increase in bg levels among other health issues. At the time of troubleshooting, the cca was able to determine there was no misuse of the product and this was not the first time the meter had been used. The patient was educated regarding the meter¿s auto shut off function but the alleged issue remained unresolved. The subject meter¿s battery was found to be charged. Replacement products were sent to the patient. This complaint is being reported because the patient claims, due to the alleged issue, she was unable to test; therefore, delaying treatment, developing symptoms suggestive of hyperglycemia and required treatment from a hcp.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1 ¿ (10/25/2013). The patient¿s meter and usb cable/ac adaptor have been returned and evaluated by lifescan product analysis on 10/15/2013 and 10/17/2013, respectively, with the following findings:the meter passed all testing with no faults found. The reported issue could not confirmed. The usb cable/ac adaptor was also tested and the primary complaint was not confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.